Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified void >1 mm in non-textured valve-to shell-bond area, white particles in device inner surface and two curved openings. Leak test and microscopic analysis was performed which identified one opening sharp and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. One opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.